Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a hemodialysis catheter. The customer states: the customer placed a 36 cm catheter from the left internal jugular vein. As the catheter length was short, they placed the catheter tip to the junction with the precaval vein. When they pushed it into the precaval vein, the catheter tip touched to the wall of the vein. They were able to infuse, but could not sample blood. They pulled the catheter back a little and placed it into the area they can infuse/sample blood. After 2 days of use, they could neither infuse nor sample blood. They checked by x-ray and confirmed the catheter tip had moved back to about 1 cm to distal side. It was felt the catheter was occluded. Catheter had to be replaced.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon conclusion, the results will be forwarded.